Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012630481 and data files were returned and analyzed. An image was received showing a plastic piece/foreign material stuck on guidewire. Visual inspection was carried out. The catheter appears to have foreign material on the distal tip of the catheter and guidewire. Catheter to a test catheter interface cable (cic) connection evaluation was carried out. The catheter was connected to a test cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Catheter identification and ablation. The catheter was reprogrammed before connecting to the generator via a test catheter interface cable (cic), and therapy deliveries was successfully performed. High magnification optical inspection revealed foreign material stuck on the distal tip of the catheter and guidewire. Electrical continuity test revealed intact electrode wires without any detachment or breakage. Catheter to a lab test sheath evaluation was carried out. The returned catheter inserted into the test lab sheath without any resistance, and the connection was secure. Catheter to a test guidewire evaluation was carried out. The test lab guidewire was inserted into the catheter without any resistance, and the connection was secure at luer. In conclusion, the reported catheter/guidewire compatibility was not confirmed. The catheter failed the return product inspection due to foreign material observed stuck in/on the distal tip of the catheter and guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
'It was reported that during a cardiac ablation procedure, fibers were observed at the end of another manufacturers product guidewire tip upon removal from the body. The physician suspected that friction within the loop catheter may have caused the fraying of the guidewire. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.